Event description:
The customer stated that the central monitoring system (cns) is displaying channels that are intermittently giving duplicate channel error, loses signal and corrects itself. MFR#: 8030229-2015-00128.